Event description:
It was reported the patient presented with severe mitral regurgitation and a tte revealed a torn leaflet. The valve was explanted and replaced with an unk valve. Additional information has been requested.